Event description:
It was reported patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. Patient was revised again on (B)(6) 2015 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/product identification - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.